Event description:
The device was being used to pace a patient and the device operator reportedly observed an electrical arc at the therapy cable to electrode connector with each pacer pulse. The electrodes were replaced and the reported malfunction did not recur. The patient's outcome and details were not reported to mpc.